Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l28939), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from (B)(6) that during hip surgery on (B)(6) 2020, it was observed that once the anchor device had been implanted, the double suture was already tied. According to the report, the suture had to be cut and was left implanted. A new implant was used to complete the surgery successfully with a five minute delay. There were no fragments were generated. There was no additional medical intervention reported. There were no adverse patient consequences reported. No additional information was provided.